Manufacturer narrative:
The reported complaint of user advisory - ua19 (max applied load exceeded) and ua18 (max take-up revolutions exceeded) error messages on the autopulse platform (serial # (B)(4)) were not confirmed during functional testing. However, ua19 was observed in the archive but not ua18. Unrelated to the reported complaint, a cracked front enclosure and a bent battery lock on the returned ap platform were observed during visual inspection. These types of physical damages on the ap platform were likely attributed to mishandling. The damaged enclosure and battery lock were replaced. During archive data review, ua19 was identified on the event date but not ua18. Ua19 is a common error when the manikin gets "bouncy" during testing. The device passed a 30 minute initial functional test with the large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient without any fault or error. The ap platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During training without a manikin, customer reported that the autopulse platform (serial # (B)(4)) displayed user advisory - ua18 (max take-up revolutions exceeded). Customer then used a manikin and switching to 30/2 mode and the autopulse platform displayed ua19 (max applied load exceeded). No patient involvement.